Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the during the procedure, the right ventricular lead exhibited undersensing. An x-ray was performed, and it was noted that the helix was not fully extended. After multiple attempts, the helix would not extend further or retract. The lead was removed and replaced. The patient was in stable condition.